Event description:
It was reported that the ventilator fell of on the floor. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator fell of on the floor. The ventilator was investigated by our field service engineer. The reported event could not be duplicated and no parts were replaced. The provided picture confirmed the reported problem. According to user's manual, chapter 2.1.1 mounting on mobile cart: ¿ lock the wheels. ¿ release the locking clamp on the mobile cart. ¿ stand directly in front of the mobile cart when mounting the ventilator system. ¿ tilt the ventilator system to fit the two front clamps in position on the mobile cart. ¿ press down the rear end of the ventilator to fit the rear clamp in position. ¿ lock the ventilator system to the mobile cart with the locking clamp. ¿ ensure that the patient unit is firmly fixed to the mobile cart via the clamps and locking clamp. The conclusion is that there was no ventilation malfunction. The root cause for the reported issue was most likely due use error. H3 other text : 4117.

Event description:
Manufacturer's ref.#: (B)(4).